Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rear0158 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the patient undergoing chemotherapy and underwent catheter placement on (B)(6) 2017. The patient went home after infusion of chemotherapeutic drugs with the catheter in vivo and went back to the hospital for catheter maintenance on a regular basis. It was found that arm swelling occurred in the patient on (B)(6) 2017 with arm circumference increasing by 0.5 cm. The nurse at PICC outpatient told the patient to enhance observation and to go back to the hospital for diagnosis and treatment in case of increased sense of pain. The arm circumference increased by 1 cm during the patient's coming to the hospital for catheter maintenance on (B)(6) 2017. The nurse at PICC outpatient made a color ultrasound examination of the patient, observing no thrombus occurring on the catheter, and told the patient to make timely observation. The arm circumference increased by 1.5 cm on (B)(6) 2017 and the nurse at PICC outpatient found through observation of x-ray image, that the catheter made a circle around the subcutaneous blood vessel at the elbow and that liquid leakage occurred in the catheter after the catheter had been pulled out for 4 cm.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, and the cause was determined to be use related. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and a two piece connector had been assembled on the 4 fr groshong tubing. Only the proximal segment of the catheter was returned for investigation. The catheter segment extended 7.0cm from the distal end of the strain relief oversleeve, where the catheter had been cut. A functional test revealed a leak in the tubing 4mm proximal to the cut end of the catheter. A microscopic examination of the leak site revealed a breach in the circumferential direction. The adjoining surfaces of the breached catheter were granular and the edges along the breach were rounded and appeared polished. A crease in the circumferential direction extended from one end of the breach in the clear portion of the tubing. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. Flexural fatigue occurs due to cyclic kinking of the catheter tube during use in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. No defects related to the manufacturing process were noted on the complaint sample. Reference (B)(4) for additional information related to this type of complaint. A lot history review (lhr) of rear0158 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the patient undergoing chemotherapy and underwent catheter placement on (B)(6) 2017. The patient went home after infusion of chemotherapeutic drugs with the catheter in vivo and went back to the hospital for catheter maintenance on a regular basis. It was found that arm swelling occurred in the patient on (B)(6) 2017 with arm circumference increasing by 0.5 cm. The nurse at PICC outpatient told the patient to enhance observation and to go back to the hospital for diagnosis and treatment in case of increased sense of pain. The arm circumference increased by 1 cm during the patient's coming to the hospital for catheter maintenance on (B)(6) 2017. The nurse at PICC outpatient made a color ultrasound examination of the patient, observing no thrombus occurring on the catheter, and told the patient to make timely observation. The arm circumference increased by 1.5 cm on (B)(6) 2017 and the nurse at PICC outpatient found through observation of x-ray image, that the catheter made a circle around the subcutaneous blood vessel at the elbow and that liquid leakage occurred in the catheter after the catheter had been pulled out for 4 cm.